Manufacturer narrative:
(B)(4). The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that when the surgeon used the harh36 to dissect the tissue in a low anterior resection procedure for about use 30 minutes, the inactive blade side was broken. Then the generator delivered error "relax pressure on blade." Finally, they used a new harh36 to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r92t7h. The device was returned with the tissue pad damaged, melted and 100% present. In addition the device was received with the blade tip intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. When the ¿relax pressure on blade; reactive instrument to continue¿ alert screen appears, it is advising that the instrument has been loaded to the point where the output has stopped.  The user needs to relax pressure on the instrument or reposition so there is less tissue in the clamp. Release the activation switch and reactivate the instrument to continue. However, no alert screens were displayed at any time during testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them.prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.